Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the amount of insulin in the cartridge was unable to be obtained; however, the cartridge had been in use for two days. The customer's blood glucose level was in the 600's (mg/dl), and was addressed with manual injections. Reportedly, the customer loaded a new cartridge onto the pump and declined further assistance from tandem technical support.